Event description:
The centraliser that fits on the end of the omnifit stem broke off as surgeon was implanting the omnifit 127deg stem. Surgeon says he wasn't pushing hard but the flanges broke off. The surgeon then removed the stem and took what was left of the centraliser off the stem and replaced with a new centraliser before implanting successfully.

Manufacturer narrative:
Review of device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Visual inspection was performed as part of the material analysis report. Only the proximal tip of the osteonics universal distal spacer was returned. Macroscopic features of the fractures surface were consistent with overload. The investigation determined the centralizer fractured in overload. No material or manufacturing defects were observed on the device features evaluated. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The centraliser that fits on the end of the omnifit stem broke off as surgeon was implanting the omnifit 127deg stem. Surgeon says he wasn't pushing hard but the flanges broke off. The surgeon then removed the stem and took what was left of the centraliser off the stem and replaced with a new centraliser before implanting successfully.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.